Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the tubing of a titanium transfer set. This issue occurred during use. The duration that the patient used the transfer set was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported event of white particulate matter in the transfer set tubing was not verified during visual inspection. Should additional relevant information become available, a supplemental report will be submitted.